Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was heart disease. No further information is available at this time.

Manufacturer narrative:
The lead was returned for evaluation after the patient was reported to have deceased. A complete lead was returned in two pieces. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures.